Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt, the physician damaged the lead insulation at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.